Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one opened unit from lot number 9318601. Upon inspection of the returned unit, the needle was observed speared through the catheter tubing. The reported issue was confirmed for lot number 9318601. This was the physical/mechanical evidence to confirm and support a manufacturing related issue for the reported defect relating to an equipment misalignment. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that a needle through the catheter and sheering from the needle was found before use with a bd insyte-n¿ autoguard¿ winged shielded IV catheter 24ga 0.56in . The following information was provided by the initial reporter, received a call from the rn from the medical center asking to speak to the bd rep. She stated that she had an issue with the product adding that the plastic catheter sheered off the needle. She stated that she will not provide any additional information including adverse questions to us at this time, she will provide that information to her field rep. She requested replacements, but stated will talk about that to the rep." 1 of 2 complaints.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0030458. Medical device expiration date: 2023-01-31. Device manufacture date: 2020-01-30. Medical device lot #: unknown (see note below). Medical device expiration date: unknown . Device manufacture date: unknown . The reported lot# 9318601 was not found for the catalog number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter and sheering from the needle was found before use with a bd insyte-n¿ autoguard¿ winged shielded IV catheter 24ga 0.56in . The following information was provided by the initial reporter, received a call from the rn from the medical center asking to speak to the bd rep. She stated that she had an issue with the product adding that the plastic catheter sheered off the needle. She stated that she will not provide any additional information including adverse questions to us at this time, she will provide that information to her field rep. She requested replacements, but stated will talk about that to the rep." 1 of 2 complaints.